Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 2.1 failed to recover. A field service engineer was unable to replicate the reported malfunction. A field service engineer tested all drawers and found no errors. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, the main 2.1 cubie legacy drawer failed to open, preventing the user from removing medication. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.